Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The facility representative reported a colleague infusion pump which experienced an 810:03 failure code. It is unknown which process step this event occurred during. Upon review of the event history, quality engineering determined that this event interrupted delivery. There was no report of patient involvement, and therefore no report of patient injury or medical intervention. This device is an unremediated colleague infusion pump with a user interface module software version of 5.04.00. No additional information is available at this time.

Event description:
It was reported by baxter service personnel that a colleague infusion pump experienced an 810:03 failure code. This event occurred during service/testing and may have interrupted delivery.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.